Event description:
It was reported that the battery gauge was fluctuating, the insulin gauge was inaccurate, and pump battery was depleting quickly. There was no adverse impact to customer¿s blood glucose level. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.